Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed. The axiem box was then replaced. The system then passed the system checkout and was found to be fully functional. The axiem was returned to the manufacturer for analysis. Analysis found that there was a communication error when hooking up the axiem box with a known system. Analysis found that the reported event was related to an electrical issue. Product analysis (B)(4). Mnav findings and conclusions: reported problem was confirmed. The axiem unit was connected to a test system with the ent application. Test system reported that the axiem box, and emitter was showing a communication error. Eminterface reported a fault on coils one, two, and three. Mnav methodology: functional testing;visual/physical examination . Mnav detail: awaiting field response/info. Mnav usability: false. Mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: electrical. Mnav failure mechanism: red status/no tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when setting up for the case, the axiem box was not working correctly. In the emitter details and everything was red indicating no communication. No patient was present at the time of the event.